Event description:
Brian hall reported issues with the charging of his loaner t:slim x2 pump, specifically that the battery would not charge adequately even after attempting various troubleshooting steps provided by customer support. There was no adverse impact to the customer's blood glucose level as the pump did not shut down, nor was there an inability to turn it back on. Technical support followed up and discovered that using the tandem wall adapter, as opposed to alternative charging sources, resolved the issue. Brian was educated on managing the supplies and received tips on proper battery charging, after which no further assistance was needed.